Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The visual inspection confirmed that the battery compartment was damaged. The battery compartment was found cracked and was replaced. Further investigation found high alarm displayed, cassette not attached properly and downstream occlusion in the event history log (ehl). The downstream sensor was replaced as a preventive measure.

Event description:
It was reported that the battery compartment of the device was damaged. Additional information was requested; however, no further information was available. No patient injury was reported.